Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the time server was incorrect which need to be reconfigured. The technical support specialist applied knowledge article and confirmed that station now successfully connected to ntp and use it as a time server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the station time was not accurate. The customer reported that the malfunction caused a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this incident.